Manufacturer narrative:
(B)(4). Concomitant medical products- unknown head, unknown cup, unknown stem; therapy date unknown. The product will not be returned as they remain implanted; however, an investigation has been initiated. Once the investigation is complete, a follow up MDR will be submitted. Multiple mdrs were filed for this event. Please see associated reports: 0001822565-2017-03677.

Event description:
It was reported that a patient underwent a closed reduction due to dislocation. During the procedure, the surgeon opted to perform an open reduction when the closed reduction was not successful. No components were revised and no additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.